Event description:
It was reported the image of the subject device had abnormal color. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord was malfunctioning, component failure of the universal cord, the image appeared green, the light guide bundle was slightly interrupted and weakened in the insertion section, component failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the universal cord was malfunctioning, causing the image to appear green. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.